Manufacturer narrative:
Review of the system data shows that the laser capsulorhexis was completed without issue and laser found to have functioned as designed. No further clinical follow up or intervention required.

Event description:
On 08/21/2024, while cas was on-site for surgery support, dr. ((B)(6)) reported that the inferior "nub" tore off during surgery on procedure ID # (B)(6).